Event description:
It was reported that the rubber cover and over the audio bolus button and "additional pieces" came off the pump. The pt indicated that the audio bolus button was sticking and the pump would not respond to button presses.

Event description:
The lay user/ patient contacted lfs on (B)(6) 2010 alleging that his one touch ultra meter does not power on. A medical surveillance specialist (mss) contacted the patient; however, the patient disconnected the call twice and mentioned he did not want to speak to mss. The following information is based on the initial call that was placed on (B)(6) 2010. The patient mentioned that the reported issue began on (B)(6) 2010 at 2:00am. The patient then ate more food/ drink. Approximately 30 minutes later, the patient developed symptoms of feeling sweaty. The patient went to the physician's office and was treated with an energy drink. There is no information on whether the patient was tested on another device. The patient was using the correct test strips. This is not the first time the product is being used. The meter powered on by pressing the power button; however, when inserting a test strip into the meter, the meter did not power on. It would have been helpful to know the patient's diabetes regimen and readings prior to the event. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, he later developed symptom suggestive of a serious injury and had to seek medical attention.

Manufacturer narrative:
The 510 (k) # is k001109. (B)(4). This device has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has failed testing due to battery being low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.